Event description:
Customer states that the gens system diluted patient samples and produced artificially low hematology results. Repeat testing of the same sample duplicated original understated results. A freshly drawn sample obtained from the same patient produced higher results ehen analyzed on a different instrument. There appears to be a system malfunction resulting in an unexpected sample dilution creating understated values upon analysis. The low results were questioned and not reported out of the laboratory. No treatment was initiated or withheld based on these low results. Falsely low hematology results, especially hemoglobin, could be believed and acted upon by a physician to initiate or modify a course of treatment. This inappropriate treatment has the potential to contribute to a serious injury.